Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. There was no patient involvement as the pump had not yet been used on the customer at the time of the reported event. Reportedly, customer continued using manual injections for insulin therapy.